Manufacturer narrative:
Brand name - foley catheter. (B)(6). Combination product ¿no. Otc product ¿no. Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that "after operation the catheter was ready to be removed from the patient. But the balloon could not empty the water. They pulled it out, and there was some bleeding and pain. They needed to give the patient some medication for the pain.¿ no further information was provided including patient details and outcome. Photos were provided.